Event description:
It was reported that the device did not deliver correctly the scheduled volume within the stipulated time, even though it was configured in accordance with the prescription. The status of the product was during medicine administration. There was a patient involvement; however, no harm was reported as a result of this event.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. The suspected device was returned for evaluation. There was no 12-month service history during the review. Functional tests have been performed, and customer complaints could not be replicated as there was no problem with occlusion or delivery / flow rate. The cause of the reported issue was unable to be determined.